Event description:
It is reported that the end-user started to bleed from the stoma which presented as formation of blood clots in the pouch associated with a cut in the stoma about halfway up from the base which required sutures by the then treating physician a couple of months ago. It is further reported that the end-user was seen by the emergency room physician who removed his pouch and the bleeding had stopped; however, the ER physician did find a cut in the stoma about halfway up from the base. Additional patient details received on 07/21/2014 reports that wife of end-user reported that the emergency room physician did not have to do anything to stop the bleeding in regards to cauterization, stitching or ordered any medications; however, ER physician did suggest to use a wafer opening that does not touch the stoma, although the cause of bleed was not found. The emergency room physician also checked end-user's blood count which showed normal results. It is further reported that end-user was also seen by a urologist in the emergency room who advised against cauterizing or stitching the stoma, but to only apply pressure if bleeding reoccurs and to arrange for an evaluation for renal carcinoma.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that end-user has scheduled an appointment for (B)(6) 2014 with a regular urologist and will also consult with an enterostomal therapy (et) nurse. Lastly, samples were requested to be sent overnight so they were available for the appointment. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.